Event description:
It was reported that the patient experienced undesired stimulation in the groin which was causing sexual excitation. It was also noted that the patient was not getting much relief even when the device was working optimally. No device malfunction was suspected. The patient underwent an explant procedure. All explanted device components were discarded by the medical facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred 2 years ago from the appointment. Date (B)(6) 2021. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 5078914/5079502.